Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported a diamondback 360 coronary orbital atherectomy device (oad) was used to treat a right coronary artery (rca). The oad crown was advanced past the proximal rca with glideassist. A retrograde treatment was performed followed by an antegrade treatment. The crown was advanced past the mid rca with glideassist. A retrograde treatment was performed. During device removal, fluorsocopic imaging observed a driveshaft fractured distal of the crown. The fractured component was successfully removed. Balloon angioplasty, intravascular lithotripsy, and stent placement were performed to complete the procedure. The patient was stable. Leibundgut, g., achim, a., weilenmann, d., rigger, j., gocht, f., egred, m., murad, b., lombardi, w. And bilal iqbal, m. (2025), management of lost atherectomy devices in the coronary arteries. Catheterization and cardiovascular interventions. Https://doi.org/10.1002/ccd.31734.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. Based on the information received, the investigation determined that the reported material separation appears to be related to operational context. In this case, it is possible that the material separation is due to device placement and or use techniques employed; however, since the device was not returned this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Literature attachment: article title "management of lost atherectomy devices in the coronary arteries".

Event description:
It was reported a diamondback 360 coronary orbital atherectomy device (oad) was used to treat a right coronary artery (rca). The oad crown was advanced past the proximal rca with glideassist. A retrograde treatment was performed followed by an antegrade treatment. The crown was advanced past the mid rca with glideassist. A retrograde treatment was performed. During device removal, fluorsocopic imaging observed a driveshaft fractured distal of the crown. The fractured component was successfully removed. Balloon angioplasty, intravascular lithotripsy, and stent placement were performed to complete the procedure. The patient was stable. Leibundgut, g., achim, a., weilenmann, d., rigger, j., gocht, f., egred, m., murad, b., lombardi, w. And bilal iqbal, m. (2025), management of lost atherectomy devices in the coronary arteries. Catheterization and cardiovascular interventions. Https://doi.org/10.1002/ccd.31734.